Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "I have a pronto sn (B)(4), the red leds on the top screen of the meter are not all lighting up. So it can be hard to tell if it is reading a 6 or a 9." Additional information received from the customer indicated that the issue occurred during use on a patient. The device was able to engage in patient monitoring. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During the investigation the unit was able to power on but did not display properly. Some of the led segments on the system board did not illuminate. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.